Event description:
The husband of a female patient contacted lifecor customer support to report that the system would not boot up. He had attempted both battery packs and neither will cause anything to happen. There is no sound or tactile alarm. Both battery packs showed a full charge on the charge, but also displayed the "battery pack fault" led. Support sent a patient services representative (psr) to the patient to replace the monitor and battery packs. Patient's husband called back on 04/19/2008. He stated that the new system was acting the same as the one exchanged last night. Support sent the patient another replacement monitor and battery pack.

Manufacturer narrative:
Monitor; monitor - 10/2003; battery pack - 10/2007; battery pack - 10/2007; battery pack - 09/2007; battery pack - 12/2007. Device evaluation summary: device evaluations of monitors, and battery packs have been completed. The reported problem (device would not start up) was confirmed. The cause of the reported problem was a shorted tantalum capacitor (c9) on the defibrillator pca within the monitors. The capacitor had developed an internal short circuit which, in turn, shorted the (+) and (-) battery inputs and resulted in excessive current draw across c9. The monitors also had shorted c10 and c11 which are two other tantalum capacitors on the defibrillator pca within the monitors. These three capacitors are parallel to one another. The root cause of the capacitor failures cannot be positively identified but was likely random component failures. The monitors could not be repaired. They were made into demonstration units. The shorted c9 capacitor in the monitor resulted in blown fuses in battery packs when the battery pacs were plugged into the monitor. The battery packs were repaired, retested and restocked. No adverse event resulted from the c9, c10 and c11 failures. The patient received two replacement monitors and four replacement battery packs.